Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the leads were abandoned, and a new dual chamber system was implanted.

Event description:
It was further reported that the patient¿s current ra epicardial lead exhibited oversensing and a fracture was suspected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID 6996sq41 (tcr305923v); product type: 0266-lead-hv-subq; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) epicardial lead had failed. It was noted that there was noise signals on the atrial electrograms (egm) due to this lead failure. It was reported that the patient¿s previous ra epicardial lead had been abandoned due to an unknown reason. Additionally, it was reported that the defibrillation threshold test had not been successful during implant of the implantable cardioverter defibrillator (ICD) system, because the device did not manage to detect the arrhythmia before it terminated on its own. The physician questioned the reliability of the high power right ventricular (rv) lead. A chest x-ray was taken and the customer believes that at the moment, the shock vector is not covering the heart muscle as the patient has grown. The ICD system remains in use. No patient complications have been reported as a result of this event.